Event description:
The customer reported a power issue with the unit, where the batteries failed to charge.

Manufacturer narrative:
The customer reported a power issue with the unit where the batteries failed to charge. The philips field service engineer who repaired the unit verified an intermittent power issue with the unit, where it would unexpectedly shutdown even with fully charged batteries. The power pca was replaced which resolved the reported failure.